Event description:
It was reported that the aiming arm broke while inserting the nail during surgery. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
0 additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is an instrument and is not implanted/explanted. The review of the raw material test certificate as well as of the manufacture documents has shown that no deviation with respect to material analysis, tensile strength, the structural stability as well as to the manufacturing could be found. The additional evaluation revealed that the measurable dimensions of the submitted aiming arm have been checked. It has shown that it is in accordance with the drawings and the ao/asif specifications. The values are in correspondence with the ao/asif specifications and the international standards. The investigation of the objected aiming arm has shown that its rear end is broken. At the same time, the hammer 399.420 ((B)(4)) had been delivered as well, which had shattered due to too high mechanical strain. Therefore, we are able to say that this aiming arm had given way in the end when hammering due to the high strain, and had broken. No material error could be found.